Event description:
It was reported that bd vacutainer® push button blood collection set had a safety shield failure. The following information was provided by the initial reporter: patient came for a difficult sample. We were forced to take arterial blood test with safety needles. 21g 32mm + green sampling tube holder. When we had to take out the needle, the retraction of the needle is not done by pressing the button. Forced to take it out manually and then press the retraction button. Clinical consequences: projection of drops of blood on the outfit and on the arms, risk of aes (exposure to blood), loss of time for the health care team. Immediate action taken: cleaning of the arms, change of outfit. The device has not been kept. Additional info: unfortunately she does not know for sure the correct lot number, but those used at the moment are: 8298757, 8193827 and 8310603. Since the device failure has already occurred in the past, the problem must not be related to one batch. The nurse wants to point out that the problem was most often encountered during arterial and non-venous blood sampling, possibly because of a different needle grip.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® push button blood collection set had a safety shield failure. The following information was provided by the initial reporter: patient came for a difficult sample. We were forced to take arterial blood test with safety needles. 21g 32mm + green sampling tube holder. When we had to take out the needle, the retraction of the needle is not done by pressing the button. Forced to take it out manually and then press the retraction button. Clinical consequences: projection of drops of blood on the outfit and on the arms, risk of aes (exposure to blood), loss of time for the health care team. Immediate action taken: cleaning of the arms, change of outfit. The device has not been kept. Additional info: unfortunately she does not know for sure the correct lot number, but those used at the moment are: 8298757, 8193827 and 8310603. Since the device failure has already occurred in the past, the problem must not be related to one batch. The nurse wants to point out that the problem was most often encountered during arterial and non-venous blood sampling, possibly because of a different needle grip.